Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of fever and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. The nurse stated that in (B)(6) 2011, the patient experienced fever and peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized. Treatment was not reported. On an unreported date, in (B)(6) 2011, the patient was discharged. Outcome for the event of peritonitis was not reported. Dianeal therapy was ongoing. The nurse stated that the events of fever and peritonitis were unrelated to dianeal therapy. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd883967 and gd883959 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or user error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.